Event description:
Updates received on 01-apr-2021: event date: (B)(6) 2021. Adverse event: the range of motion of implant disappeared due to bone fusion. It is related to the device and procedure. Outcome: no health damage in the patient, bone fusion only. It seems to be unchanged in the future. Outcome date: (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, the patient presented for 12-month follow-up. X-rays displayed normal results. CT was also performed, on which, ossification was suspected to have occurred at the posterior margin of the implant. Evaluation of physician stated that the results were good. The adverse event of dysphagia was identified as serious by the investigator. As a treatment, the patient fasted and gradually restarted to eat and drink. On (B)(6) 2019, the outcome of the adverse event was changed to 'recovered'. It was judged to be dysphagia after the procedure of cervical anterior approach, and this event had no relation to the implant. Since the time upon implant placement was short, it was presumed that it had no relation to the implant procedure either.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with 6 month post follow-up on (B)(6) 2019. X-rays were normal. Investigation stated the patient's recovery was excellent. The patient presented for a 12 month follow-up on (B)(6) 2020. X-rays were normal. In the CT image, it was suspected that ossification had occurred at the posterior margin of the implant. This event was determined to be non-serious. Causality relationship of the event with the implant was confirmed. Allegedly, there were no problems symptomatically.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6972470, PMA# p090029, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was diagnosed with cervical spondylotic myelopathy and cervical disc herniation/bone spicule. He underwent artificial cervical disc replacement. The patient suffered from dysphagia in the early postoperative period which resulted in extension of hospitalization period. It was presumed that the cause was pharyngeal swelling due to cervical anterior approach and not the effect of implant as the time upon implant placement was short.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was performed at c4-c5 level (anterior approach). It was reported per clinical investigator that dysphagia after the operation had no relation to the implant. Since the time upon implant placement was short, it was presumed that there was no connection of the adverse event with the implant procedure. The patient fasted due to dysphagia and then gradually started eating and drinking. The adverse event resolved on (B)(6) 2019. The patient was evaluated at 6 weeks follow-up on (B)(6) 2019. It was found during this visit that there was satisfactory recovery of neurological symptoms and image evaluation were good. Postoperative dysphagia has also recovered.